Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190517 - file-2019-00744 - analysis_and_closure_report_resp-2019-00647.pdf].

Event description:
Reportedly, when interrogating the subject pacemaker (symphony dr 2550) on (B)(6) 2019, the device was found in vvi mode (instead of safer mode) and the interface language was french (instead of english). The programmer did not allow reprogramming the subject pacemaker back to safer mode. Therefore, another programmer was used to reprogram the subject device. A review of patient files showed a pop-up message stating: 'setting llogviews home to c:/ilog/views50'. Interrogation of other devices (reply and kora) on the same day with the same programmer did not show any anomaly. On (B)(6) 2019, the smartview version 3.0 was reinstalled on the programmer and patient files dated (B)(6) 2019 could be opened: the interface language was english and no warning was displayed.

Event description:
Reportedly, when interrogating the subject pacemaker (symphony dr 2550) on (B)(6) 2019, the device was found in vvi mode (instead of safer mode) and the interface language was french (instead of english). The programmer did not allow reprogramming the subject pacemaker back to safer mode. Therefore, another programmer was used to reprogram the subject device. A review of patient files showed a pop-up message stating: 'setting llogviews home to c:/ilog/views50'. Interrogation of other devices (reply and kora) on the same day with the same programmer did not show any anomaly. On (B)(6) 2019, the smartview version 3.0 was reinstalled on the subject programmer and patient files dated (B)(6) 2019 could be opened: the interface language was english and no warning was displayed.